Event description:
As reported by the edwards clinical specialist, during retroflex 3 sheath removal a vascular injury was noted at the insertion site. Resistance was felt on removal of the sheath and the surgeon performed a retro peritoneal cutdown and clamped the common iliac. A 6mmx40 cm hemashield graft was used to repair the injury. The patient left the room in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the minimal lumen vessel diameter was reported to be 6.8 mm, with mild vessel calcification and mild tortuosity. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, left common femoral artery access via cutdown was obtained. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that a combination of the borderline size and calcification of the vessel not appreciable on imaging contributed to the event. The transfemoral tavr procedure requires the insertion of large bore devices in these patients, and there is a risk that placement of the sheath and/or dilator may result in or contribute to vessel damage. No further actions are required at this time.